Manufacturer narrative:
From the information provided, a general reagent issue could not be detected.

Event description:
The customer reported that they received erroneous results for one patient sample tested for free thyroxine (ft4) and thyrotropin (tsh). The sample initially resulted as <0.02 ng/dl for ft4 and 0.058 miu/ml for tsh. These initial results were reported outside of the laboratory to the physician. The sample was repeated on (B)(6) 2014, resulting as 1.15 ng/dl for ft4 and 1.97 miu/ml for tsh. The patient was not adversely affected. The lot numbers and expiration dates of the ft4 and tsh reagents were asked for, but not provided. Investigations have determined that a general reagent issue could not be detected.

Manufacturer narrative:
This event occurred in (B)(6). (B)(6).

Manufacturer narrative:
A specific root cause could not be determined based on information provided. The customer was asked to provide additional information for investigation, but this information could not be provided.